Manufacturer narrative:
Manufacturer¿s investigation conclusion: the reported event of a backup battery fault alarm was confirmed during review of the submitted and downloaded log files from the heartmate 3 system controller (serial number: (B)(6)). The log files collectively contained approximately 6.5 hours of relevant information on 04mar2024 (6:56 to 13:31 per timestamp). At 7:34:05, a backup battery fault alarm activated due to the battery not passing the load test. At the time of the alarm¿s activation, the difference between the unloaded and loaded voltage of the battery was measured to be greater than the designed threshold. The alarm battery cleared from 7:39:43 to 7:39:46 and from 7:40:22 to 7:40:25, during the times that additional load tests were being performed. However after each of these brief intervals, the alarm reactivated due to the battery not passing the load test again. The backup battery fault alarms did not impact the controller¿s ability to operate the pump at the intended speed. The backup battery fault alarm resolved at 8:23:25, when the battery was able to pass a load test. No further atypical events were observed until the controller was exchanged at 13:29. The returned heartmate 3 system controller passed all functional testing procedures and successfully operated in a mock circulatory loop for an extended period of time without any issues. Throughout testing procedures, the battery passed multiple load tests and atypical alarms were not able to be reproduced. The root cause of the backup battery fault alarm was determined to be the battery not passing the load test; however, the reason for the load test not passing could not be conclusively determined through this analysis. A corrective and preventative action has been initiated to investigate backup battery faults with an unknown root cause. The device history records were reviewed, and the records revealed the heartmate 3 system controller (serial number: (B)(6)) was manufactured in accordance with manufacturing and qa specifications. It was noted that (B)(6) is the serial number of the backup battery that was included with the controller¿s original packaging. Initial inspection data was reviewed for the returned battery gx265395, and it was found that the battery passed. The heartmate 3 instructions for use (section 4 ¿system monitor¿) describes how to use the system monitor to properly download log files from the heartmate 3 system controller to a data card. This section also instructs users to contact abbott if they have any questions regarding log files or understanding log file information. The heartmate touch communication system quick start guide (¿export data¿ section) describes how to properly download log files with the heartmate touch so that they can be sent to abbott for diagnostic purposes. The heartmate 3 instructions for use (IFU) (section 2 ¿system operations¿) states that it may be necessary to install a replacement backup battery if the current one expires, or if prompted by a backup battery fault alarm. This section describes how to properly remove or install a backup battery within the controller. The heartmate 3 patient handbook (section 5 ¿alarms and troubleshooting¿) covers all alarms (visual and audible), including those associated with backup battery fault conditions, and the actions to take if the alarm cannot be resolved. The patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Exchanging the system controller resolved the alarms.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had backup battery (ebb) fault alarms that resolved with self-test. Previously reseated ebb did not resolve, and replaced ebb, did not resolve. The primary system controller was replaced. Log files were submitted for review and captured intermittent ebb faults between 7:34 am and 7:41 am the morning of 04 mar 2024. In addition, the log captured 114 pulsatility (pi) events on 04 mar 2024. There were no other unusual events recorded in the log file event history. The mechanical circulatory support (mcs) equipment is operating as intended.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.